Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), metrorrhagia ("metrorrhagia"), peripheral swelling ("swelling on lower limbs"), fatigue ("tiredness"), abdominal pain ("abdominal pain"), weight abnormal ("changes in weight"), sciatica ("sciatica"), back pain ("lumbalgia"), adverse event ("aesthestic damage") and mental disorder ("psychological sequels"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, swelling, metrorrhagia, peripheral swelling, fatigue, abdominal pain, weight abnormal, sciatica, back pain, adverse event and mental disorder outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, fatigue, mental disorder, metrorrhagia, pelvic pain, peripheral swelling, sciatica, swelling and weight abnormal to be related to essure. The reporter commented: essure was removed recently. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 11.462 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.